Event description:
During g3 surgery, the surgeon placed the u-lag screw into the pt. The surgeon tried to insert the u-blade using the inserter. When the inserter was assembled with the connector, the trigger of inserter could not be pulled so that the connector cannot proceed. Thus the surgeon hit the u-connector with a hammer. The u-blade could not go into the u-lag screw. Afterwards, the trigger of inserter could not be pulled so that the connector could not proceed again. The surgeon removed the u-blade and changed to the standard lag screw and the procedure was completed. After the surgery the surgeon found scratch to the shaft of u-lag screw and the tip of u-blade dented.

Manufacturer narrative:
Add'l info has been requested, and if received, will be provided on a supplemental report.